Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and keeping it full charge and was also unable to connect to charging puck. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was doing well. The explanted device was not returned.